Event description:
It was reported with the use of the bd micro-fine¿ plus insulin syringe there was an issue with the plastic being dark in color and broken caps in package.

Manufacturer narrative:
H.6. Investigation: customer returned (11) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 7170866. Customer states that the plastic is dark in color and the cap is broken. All returned syringes were examined and one sample exhibited a broken shield and one sample exhibited a broken thumb press. Also, 4 out of 11 samples exhibited dark material smeared on the outer surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely scale print ink. See attached photos and spectra. CAPA 162566 was initiated to address such issues at this time. A review of the device history record was completed for batch # 7170866 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro-fine¿ plus insulin syringe there was an issue with the plastic being dark in color and broken caps in package.